Event description:
It was reported that the microcatheter was fractured. The target lesion was located in a vessel in the liver. A 135/10 renegade hi-flo kit was selected for use. During the preparation, it was noted that the microcatheter was fractured outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was inspected for any damage or irregularities. The device showed damage in the form of multiple bends and kinks. Stretching and a fracture were located 14.5cm from the hub was also confirmed. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for kinks, stretching and a fracture.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in a vessel in the liver. A 135/10 renegade hi-flo kit was selected for use. During the preparation, it was noted that the microcatheter was fractured outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.